Event description:
It was reported during scheduled removal of this dialysis catheter, the cuff detached and remained in the patient. No attempts were made to retrieve the detached cuff another dialysis catheter was not placed as treatment with a dialysis catheter was completed at that time. The patient's condition is good. This device is currently being evaluated by this manufacturer. Following completion of the engineer's evaluation, a supplemental medwatch report will be filled under the appropriate sequence number. As a lot number for this device was not provided, a device history search could be performed. Patient anatomy and/or user technique during catheter removal may have contributed to this event. However, company is unable to determine the exact cause for this event.